Event description:
Reporter stated that she had breast implants placed in her body that are illegal by dr. (B)(6) at (B)(6) cosmetic surgery. The right breast was double d and the left breast was double f. When she complained, she was told by dr. (B)(6) that she can fix them for (B)(6) more, and when I refused to pay she said "I did not matter" and walked out of the room. I asked to speak with her supervisor (dr. (B)(6)) who also said he will do nothing. They have no after procedure pictures because the reporter refused, therefore, they used someone else's pictures for her after procedure photos. When she requested a copy of her records she had to wait 45 days to receive them. The reporter went to see dr. (B)(6) and the implants had been overfilled with 660cc when it should not have had more than 500cc. Due to the overfilling the left ruptured at least 2 years earlier. The right was intact. There were no markings on the device to identify if the device was the same as the one identified on the card. Dr. (B)(6) said it looked like a device from a (B)(6) based operation. The reporter also said that dr. (B)(6) was told that she is allergic to clindamycin, yet she put clindamycin in her wound and she had a severe reaction(swelling breast) to it. She has all the records and will be taking them to court on (B)(6). The reporter is very afraid because she do not know what they put in her, where it came from and how it got in the country.